Event description:
On (B)(6) 2015, a 19mm regent mechanical heart valve was implanted in the aortic position and a 23mm masters series mechanical heart valve was implanted in the mitral position. On (B)(6) re-do surgery was performed on the mitral valve due to paravalvular leakage (pvl) secondary to a suspected calcified and torn native annulus. Two additional sutures with felt pledgets were required for the mechanical mitral valve which resolved the pvl. The mitral valve remains implanted. As a result of the pledgets, the aortic valve area became narrower and the 19mm regent valve was explanted and replaced with a smaller, 17mm regent valve.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. This report is related to MDR 2648612-2015-00013 for the 23mm masters series valve that required additional sutures/pledgets.